Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR. 2134265-2011-00029. (B)(4). It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The target lesion was located in the left circumflex (lcx) artery. The lesion was pre dilated with a non-bsc balloon catheter. A rotawire floppy guide wire and a 1.25mm rotalink plus burr were advanced to the target lesion. Multiple ablations were successfully performed however; upon the last ablation the guide wire became entrapped in the lesion. The guide wire and the distal part of the burr were severed from the delivery catheter and remained in the lesion. The remainder of the catheter was removed. The patient went to surgery. No further patient complications were reported.